Manufacturer narrative:
(B)(4). The stent remains in the vessel. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with angina and angiography revealed a 90% stenosed, de novo, mid left anterior descending (lad) artery. After pre-dilatation with a semi-compliant balloon catheter, a 3.5 x 23 mm xience prime stent was implanted at 16 atmosphere (atm); however, a distal stent edge dissection was noted. A different xience prime stent was used as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss) instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.